Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the missing thixotropic adhesive (ke 45) at the forceps cover and a pinhole in the cement at the light guide lens was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited missing thixotropic adhesive (ke 45) at the forceps cover and a pinhole in the cement at the light guide lens. There was no patient involvement